Event description:
It was reported that during implant surgery, the tunneling tool broke. The implant of the extension was successfully completed with a "home made" tunneling solution. No injury was reported.

Manufacturer narrative:
Results: tunneling tool.